Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The certificate of compliance, dated august 03, 2011, indicates the parts were manufactured to p/n 03.632.090, revision a, met the material requirements, hardness, and required specifications. (B)(4). There were no mrrs, ncrs, or complaint-related issues with this lot. The investigation has shown a breakage of the connection thread between the hand piece and mechanism of the ratchet. With high probability we assume the break of the thread is the result of excessive torsion while opening the locking cap. The revision of the material and manufacturing documents showed no deviation of the ao/asif specifications. No product fault could be detected. Date of manufacture determined during evaluation.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that the thread was broken on a t-handle with ratchet wrench. No further information is available at this time. This is 1 of 1 reports for this event.